Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 683 mg/dl at the time of incident and the current blood glucose level was 212 mg/dl and 300+ mg/dl. The customer treated high blood glucose level with insulin drip or humalog and potassium. Customer stated that the symptoms related to high blood glucose such as nausea. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Reason why customer was alleging insulin pump was under delivery was bent cannula. The insulin pump will not be returned for analysis.